Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report numbers mw5181996, mw5181995, mw5181990, mw5181991, mw5181994, mw5181988, mw5181997, mw5181987, mw5181992, mw5181986, mw5181993, and mw5181989.

Event description:
It was reported that an alert/notification settings issue occurred. Voluntary MDR/medwatch reports were received on 02/04/2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.